Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the oor messages and the patient not feeling stimulation in the supine position was a function of the ins. It was stated there was no resolution possible and the oor messages and the patient not feeling stimulation in the supine position was not resolved. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the manufacturer was called to help ascertain cause of oor. Settings were set at a level below oor which resolved the oor issue. The issue of patient not feeling stimulation was not resolved because the settings were not high enough. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the new programmer was doing the trick/ resolved the issue. Additional information was received from a manufacturer's representative. It was reported that a week or two ago, the rep reprogrammed and used evolve up to 10.3ma and was getting oor at that amplitude. The patient would decrease the intensity value and get settings not available at lower values in some cases. Once rep decreased to 7ma and then 9.8ma was the max that she could adjust to using the controller. During the appointment they used the controller and decreased to 7ma and couldn't increase beyond 8ma. The impedance on the pair was 590 ohms. The patient was programmed with 1000hz and 90us. The caller adjusted programming to 1000hz, 200us, and was able to get the system up to 12.8ma before oor. The caller reran impedances and the value was 560 ohms for 9/10. The patient was getting >50% of pain relief but did not feel stimulation because they were using hd parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that an out-of-regulation (oor) was reported on the tablet, a screen 59. Caller stated impedances were all fine and when asked, caller stated they were all green. Caller stated she was using 9/10 and the impedance between them was 470ohms. Caller asked what they could do beyond that for evolve settings. Information was reviewed with caller. Caller stated this was the patient's first post-op visit for programming. Additional information was received. Caller called back and stated she brought rate to 60 and usec to 60 and bumped the patient's ma to 25 and was not seeing the oor on tablet but did on the pc. Additional information was received from the manufacturer representative. It was reported that further oor's were seen on the tablet and controller. An impedance check showed that all electrodes were within range and displayed a ¿green check mark¿ and they were only able to take the ma up to 14.5, 200 pw, 1000 hx, electrode 9 +, <(>&<)> electrode 10 -. The rep stated that the evolve programming showed interval of 0.5 days at higher intensity and 1.9 days for intensity used at night; the rep reprogrammed the patient with 780 pw, 300 rate and was only able to get to 11.4 ma before seeing oor and the recharge interval for this programming was 0.2 days. It was also reported that the patient did not feel stimulation while in the supine position. It was noted that the oor/ screen 59 had not been resolved.